Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having difficulty charging the implantable neurostimulator (ins) and state they used to charge every week and now are having to charge daily and now they are not able to charge the ins at all. Patient(pt) states the controller keeps saying looking for device and then it says to call manufacturer. Patient(pt) does not know if there is a code. Pt states "about 2 days ago" they spoke to manufacturer representative (rep) - over the phone who told the pt to call manufacturer and request to have the handset and recharger telemetry module (rtm) replaced. Pt states they have not been able to charge the ins in about 3 weeks. Agent had pt reset the controller. Pt states they do not see any visual damage to any of the external device, battery pack(bp), controller or rtm. Agent had pt wipe all connectors with a clean cloth. Pt states when they put the battery pack back in the handset says no device found. Agent had pt connect the rtm to the controller to start a charging session. Pt states they are seeing the pa ssive recharge screen, which then shows checking recharger then back to the passive recharge screen. Agent reviewed since the pt has not been able to charge the ins the controller/rtm are working as anticipated. Pt then states the controller is showing rm03. Agent sent request to repair to replace the rtm pt will call back if they need further assistance. While on the call, pt mentioned they have had the bp replaced before. Pt mentioned after the implant, they were in ICU for 3 days and then found out the implanting dr implanted the ins in the wrong position and on the wrong side of the body. Rep called back with patient present. They reported that pt was expecting to get an rtm and controller but only received rtm on saturday. Ts reviewed case and saw only rtm was requested and not controller. They were trying to use old rtm today and getting rm03 but when they had tried the new rtm it just spun on "checking recharger" (screen 89) and never connected to the ins. Ts will order replacement controller via request to repair . The patient called back and reported the replacement controller is not working. Pt mentioned the controller keep on saying 'plug in for charging' and when they plugged in the recharger to the controller it keeps going back to plug in for charging, when they pressed continue it goes back to it, the controller keeps buffering and showed checking the recharger screen. Pt also said they were sitting in the past 34 mins and tried to reset the controller but that didn't resolved the issue. Pt mentioned about the recharger and controller replacement and said they only got the recharger, yesterday they supposed to get the controller but they got it today about an hour and a half ago (during the call). Pt said they got the replacement controller with no battery. Agent reviewed information. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller port, recharger paddle and cord. Agent instructed pt to blow in to the controller port and clean the connection pins of the recharger. Agent reviewed recharging best practices. When pt plugged in the recharger to the controller pt said it was doing the same thing and it will not change where the controller screen was stuck on the checking the recharger. Pt denied having physical trauma, recent falls and weight gain. Pt became escalated then agent didn't understand the patient and agent tried to obtain relevant information as possible then pt said if they are going to get compensated for missing work. Agent sent a request to replace the controller and the battery pack. Agent advised pt if the issue still persists, they need to reach out to their healthcare provider (hcp) to check the ins. See case history for recharger and controller replacement. Caller reported the patient was seen by a manufacturer representative (rep) on (B)(6) for reprogramming.